Event description:
The initial reporter received questionable elecsys hiv combi pt assay results for one patient sample tested on the cobas 6000 e601 module. The initial result was 19.23 coi. The repeat result was 0.204 coi. No questionable result was reported outside the laboratory.

Manufacturer narrative:
The cobas 6000 e601 module serial number is (B)(6). The customer reported that the patient sample's clotting time was insufficient. The investigation reviewed the calibration data; the results are within the specified ranges. The investigation determined that the event was consistent with the fibrin filaments in the patient sample. The specific cause of the event could not be determined. False-reactive results may occur in elecsys hiv combi pt because the assay has a specificity of <100%. Product labeling states: "interpretation of the results all initially reactive or borderline samples should be redetermined in duplicate with the elecsys hiv combi pt assay. If cutoff index values < 0.90 are found in both cases, the samples are considered negative for hiv-1 ag and hiv-1/-2 specific antibodies." "Initially reactive or borderline samples giving cutoff index values of = 0.90 in either of the redeterminations are considered repeatedly reactive. Repeatedly reactive samples must be confirmed according to recommended confirmatory algorithms. Confirmatory tests include western blot and hiv rna tests." "For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination, and other findings." The assay is performing according to specifications.